Event description:
It was reported that this pacemaker system exhibited radio frequency (rf) overuse condition. Technical services (ts) was consulted and reviewed stored episodes, with the rf overuse condition been triggered due atrial tachy response (atr) alerts. The alerts where caused due to oversensing of the patients atrial fibrillation (af) with rapid ventricular response (rvr), with the right ventricular (rv) lead implanted in the patients bundle of his. The alert settings were set to be reprogrammed to prevent rf overuse condition. This pacemaker remains in service.